Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged circuit breakers tripping on the orthopat perioperative autotransfusion system. No patient injury was reported. No operator injury was reported. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It was unconfirmed whether spill bags were deployed. This report reflect a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged circuit breakers tripping on the orthopat perioperative autotransfusion system. No patient injury was reported. No operator injury was reported.